Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2125913, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed a slight bend in the needle causing the overlying catheter to conform to the bend. The bend was located near the catheter adapter and was covered in a previous investigation. This investigation will only focus on the reported issue of leakage. However, no signs of a possible leak were found in the provided photos. Therefore, based off the provided photos the engineer was unable to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined and no signs of leakage were found.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced leakage at catheter and hub junction. The following information was provided by the initial reporter: on (B)(6) 2023 ¿I had an issue with a 18g IV. Once the needle was removed as the catheter was advanced, blood started dripping out of the hub where the gray part connects. The lot number is 2361292. We removed the faulty IV and was able to start another one.¿

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd nexiva¿ closed IV catheter experienced leakage at catheter and hub junction. The following information was provided by the initial reporter: on (B)(6) 2023 ¿I had an issue with a 18g IV. Once the needle was removed as the catheter was advanced, blood started dripping out of the hub where the gray part connects. The lot number is 2361292. We removed the faulty IV and was able to start another one.¿